Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws locked on the vessel. The device jaws were opened by easing the trigger forward. On the next firing, the jaws jammed with a misformed clip stuck in the jaws. It appeared that part of the jaw had broken off resulting in the jaws not lining up, therefore, closing incorrectly. Opened another like device and completed the case with no patient consequence.